Event description:
It was reported that the customer had a patient expire on ECMO due to air in the circuit. The customer does not believe the quadrox oxygenator was the cause, because they tested it afterwards. No additional information has been provided. (B)(4). Reference manufacturer report 8010762-2014-00047.